Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, pain, and vomiting . The cause of peritonitis was not reported. Two days after the event onset, the patient was hospitalized for three days and discharged. The same day as the event onset, the patient was treated with vancomycin (intraperitoneal, ongoing) and rifampicin (1 week). At the time of this report, the patient had not recovered and continued treatment as an out-patient. Action taken with peritoneal dialysis is not reported.